Event description:
It was reported that the pt experienced a loss of therapeutic effect, with no stimulation sensation, following "several falls. The pt's implantable neurostimulator had been set on program 3, at 7.4 volts, since (B)(6) 2011. The pt's device was, then, set on program 4 at 6.9 volts. The pt was to monitor the therapy and symptom relief, and then contact the healthcare provider (hcp). No info was provided related to the pt's outcome. Add'l info was requested, but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).